Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The power up verification failed. Upon power up, the screen was blank. The ¿stop¿ and ¿ok¿ buttons lit up, however there was no display due to a blank screen and the screen functions were unable to be configured. The inverter board functionality verification failed. It was identified that the coil on the transformer of the inverter board was burned. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patient¿s liberty select cycler power down. The patient reported that they changed the outlet and checked that the connections were snug, however the cycler still powered down. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual therapy for their treatment. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical, it was identified that the coil on the transformer of the inverter board was burned.